Event description:
It was reported that a power on reset occurred on a device while on the hospital shelf. The device had been interrogated four days earlier and then had been returned to the shelf unused. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.